Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was sensing and capturing the ventricle and was found to be dislodged one month post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.